Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that there was a pump problem. It was noted that a healthcare provider (hcp) said they had a patient with a baclofen pump that they think may be turned off and the asked how they can check. It was reported that the ¿pump may have been misfiring¿. It was noted that the pump was used to infuse baclofen. It was reported two days later the patient was having a crisis. It was noted that ¿the girl who sat across from her told her she knew what to do¿. It was reported that the crisis was life-threatening. It was noted that the pump was turned off.